Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one open sample was returned. Upon investigation of the returned sample it was observed that the product was not manufactured by bd (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: needle blocked.